Manufacturer narrative:
On (B)(6) 2017: it was reported the customer received an additional occlusion alarm. There was no reported adverse impact to the customer's bg level. The occlusion alarm was resolved after performing multiple supply changes. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 346 mg/dl and a correction bolus via the pump was delivered to address the bg level. A system check was performed and insulin was not observed dripping out of the infusion tubing during a test bolus delivery and the occlusion alarm did not reoccur, the infusion set tubing was removed and insulin was observed dripping out of the cartridge tubing and the occlusion alarm did reoccur. After a new cartridge was loaded the customer resumed insulin deliveries.